Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: incompatible component; known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchofibervideoscope was returned to the service center with a report of the tip of the brush get stuck inside the channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, suction volume does not meet the standard value was found. There was no patient involvement.